Manufacturer narrative:
Additional information: imdrf annex a,b and g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that an IV pump with three channels did not allow IV fluid to run. Continued air in line message noted in all three channels. One channel was infusing 0.9 nacl at 50ml/ hour. The two other channels were not in use at the time. There was patient involvement but no harm.

Event description:
It was reported that an IV pump with three channels did not allow IV fluid to run. Continued air in line message noted in all three channels. One channel was infusing 0.9 nacl at 50ml/ hour. The two other channels were not in use at the time. There was patient involvement but no harm.

Manufacturer narrative:
Initial reporter addr 1 : (B)(6). A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No product will be returned.